Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise on the ventricular channel. They attempted to recreate the noise which was successful with arm movement. There were no impedance measurements taken during the isometrics. The pacing impedance measurements were stable and within normal limits. It was noted a device change out procedure would be performed in the near future. Subsequently, the rv lead exhibited high pacing impedance measurements greater than 2000 ohms during the device change out procedure. The shock impedance and threshold measurements were within normal limits. Additional information has been requested; however, no further information is currently available. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.

Event description:
Additional information indicated that during the device change out procedure no noise was observed and no new rate/sense lead was implanted. At this time, the physician will discuss options with the patient regarding options to mitigate the issue.